Event description:
During scheduled maintenance of the clinac, the field service engineer reported unwanted motions of other motors controlled by the pendant while driving the gantry.

Manufacturer narrative:
The pendant cable was found to affect reference voltage by stretching/moving the cable. Conclusion: the intermittent connection of the eprom with the socket and/or the wear and tear of the pendant cable have been determined to be the root cause of this issue. The unexpected motions can be immediately stopped by simply releasing the motion enable (meb) on the hand pendant, so the probability of a serious injury is improbable. However, due to the unexpected nature of the motions, varian has determined that a MDR is warranted. The unexpected motions were most likely due to an internal disruption of electrical signals in the hand pendant, though the specific failure mode can not be reproduced. Varian engineering is developing an enhancement to the current pendant design to board-mount the eprom to the pcb rather than socket-mount, removing the possibility of chip dislodgement. In addition, modifications to the pendant cable are being considered for future releases to reduce wear and tear on internal wiring that could also disrupt electrical signal flow. Based on these investigation results, varian has determined that a mandatory field correction is not warranted.